Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. The instrument was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the spine clamp could not be closed without pressure. The customer thinks it could be a problem on some patients. The issue was confirmed by the head surgeon at the site. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the retainer ring on the tip of the adjustment screw has been stretched allowing some play in the movement of the clamp face. The attachment screw is also missing. The system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that there is no reported failure for this part in the case. The returned driver was found to be in good condition with no apparent physical damage. No problem found. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.